Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had absence insulin flow block alarm.the customer¿s blood glucose level was unknown. Customer stated that there was absence of insulin flow block al arm. The customer performed clamped tubing 1 inch from the site and high pressure test and 1.5 units. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.